Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding assistance ending therapy, which occurred on the homechoice (hc) during use during initial drain. The patient was trying to drain and stated it was their first night back on the hc. The patient did not have the transfer set connected securely. When the baxter technical service representative (tsr) advised the patient to close and open the transfer set three times the transfer set disconnected. The tsr assisted the patient with ending therapy and advised the patient to reset up with a new cassette and bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported event. The rn stated they had not been made aware of the connection issue and as far as they knew the patient was continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported. No further information was available.